Event description:
"Intrusion confirmed tooth 26 per sr case (B)(4). Per the cust in email on 8/8/2024 "I'm sending you photos of bottom alligners from 1 to 9. For each, I chewed on a piece of rubber for a bit before taking pictures. None of them fit perfectly, but numbe."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.